Event description:
Device 1 of 3. Ref MFR report: 1627487-2012-1533 and 1627487-2012-1534. It was reported the pt stopped using the stimulation 3 weeks ago due to receiving a burn from his charger at the ipg site and up to the lead. The pt is not receiving effective stimulation and requests the scs system to be explanted. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.